Manufacturer narrative:
The pump was received with a cracked case at the display window corner, a broken reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she had piece of the reservoir coming off and the seal seems to be falling out. Customer mentioned that the pump is not cracked. Customer's blood glucose was 50 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.